Event description:
The customer observed falsely elevated sodium results generated from architect c16000 processing module for one patient. The results provided were: sid (B)(6), initial=164 meq/l /repeated=137 meq/l. Laboratory reference range for sodium: critical limit= > 160 meq/l.; reference range 136 to 145 meq/l. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) inspected the instrument and replaced the ict preamp (rohs) board (2-89032-04), which resolved the issue. A review of the architect c16000 processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of complaint and trending data for the architect c16000 processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the ict preamp did not identify an increase in complaint activity. Device history record review did not identify any non-conformances or deviations with the likely cause lot(s) and complaint issue. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results. The architect c16000 system service and support manual provides instruction for the removal, replacement, and verification of the ict preamp (rohs) board. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Based on the investigation no product deficiency was identified for the architect c16000, serial number (B)(6), or ict sample diluent lot number ict preamp (rohs) board.

Event description:
The customer observed falsely elevated sodium results generated from architect c16000 processing module for one patient. The results provided were: sid (B)(6), initial=164 meq/l /repeated=137 meq/l. Laboratory reference range for sodium: critical limit= > 160 meq/l.; reference range 136 to 145 meq/l. There was no reported impact to patient management.